Event description:
During preparation for use of the device, the user observed an error message indicating not enough gas left in bottle "a" to perform a calibration. The user reported the same error message occurred after replacing gas "a" bottle on two separate occasions. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.